Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 30mg/dl. The customer also reported having high blood glucose of over 600mg/dl, and it was treated with a manual injection. The customer's blood glucose at time of the call was 253mg/dl. Troubleshooting was performed. The customer stated that the infusion sets were changed every three to four days. Ran a fixed prime test and the insulin did not exit. Advised the customer to discontinue use of the insulin pump. No further information was provided.